Event description:
On (B)(6) 2012 aortic valve replacement with transesophageal echocardiogram aortic stenosis. Valve: st. Jude medical trifecta tissue valve. Pt improved and was discharged. (B)(6) 2013 admitted to hospital due to increasing shortness of breath. Consulted infectious disease due to concern for endocarditis in the setting of fever and recent aortic valve replacement. Pt improved and was discharged to long term acute care hospital for continuation of antibiotics. Diagnosis was gram positive bacilli sepsis final culture results pending at time of discharge. Results of blood cultures returned from (B)(6) mycobacterium fortuitum. Infectious disease requested report to state health department to inquire if have seen any other cases. Per (B)(6), no other cases have been reported. No clusters of mycobacterium fortuitim in 2012. (B)(6) queried cdc. No reports of mycobacterium fortuitum associated with valve replacement. Recommended filing a medwatch report. No obvious source for the sepsis at time of discharge. Reason for use: aortic stenosis.